Manufacturer narrative:
The device was unable to be evaluated as it was not returned due to being discarded. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported via the (B)(6) monitoring system, that a sterile endotracheal tube was used and a broken sheath was found. There is no additional information available.

Event description:
It was reported via the (B)(6) monitoring system, that a sterile endotracheal tube was used and a broken sheath was found. There is no additional information available.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned due to being discarded. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.